Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for left side, implant is "loose (as reported), hardening, capsular contracture [baker grade unknown], pain", "pain under the arm", "difficulty to lift the arm", "sensibility in the areola", "inflammation", "mastitis", "redness". Patient additionally reported non-device related events as follows: "anxiety (generalized)","depression", "fever", "hair loss", "tingling in fingertips", "sores in the mouth and nose", "blurred vision", "red eye, and a feeling of sand in the eyes". The device remains implanted.